Event description:
It was reported that the t4 multi station battery charger was heating up during set-up. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.